Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 10/26/2016 device evaluation: the pump has been returned to animas and evaluated on (B)(6) 2016 with the following findings: the pump¿s black box data from the date of the complaint had been overwritten and no alarms were observed related to the alleged issue. The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration check passed. The pump was exercised for 24 hours with no loss of primes occurring.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
A review of this complaint has determined that the cartridge was the product responsible for the issue and not the pump.